Event description:
It was reported a problem with impedance caused threshold to increase. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported a problem with impedance caused threshold to increase. The lead was replaced. No patient complications have been reported as a result of this event. The lead was subsequently returned with an additional report that measurements taken during the replacement showed that everything was normal and therefore, a decision was made to replace the device also.